Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5164825, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 362983, model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that a portion of the patients lead was exposed at the ipg site. The patient underwent an explant procedure.